Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a staph infection below the base of the lead incision. There were no reports of device issues or allegations. This issue was discovered in the week prior to the report. It was reported that the patient was administered antibiotics for the infection and it was getting better. No further complications are anticipated.